Manufacturer narrative:
Visual analysis was performed on the returned device. The material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the reported material separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately calcified, mildly tortuous and 85% stenosed. After the xience sierra was successfully implanted, the hub was separated outside the anatomy. There was no resistance reported during advancement or withdrawal. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.